Event description:
The customer stated that they felt as if the insulin pump was not delivering insulin because earlier the customer's blood glucose was 127 mg/dl and at the time of the phone call it was 287 mg/dl. The customer attributed the anomaly to a problem with the infusion set. The customer was initially calling regarding a calibration error. The customer declined troubleshooting stating that they were going to change the infusion set. Noting further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).